Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficult to position and difficult to remove was confirmed. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine stent system referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the right coronary artery the xience alpine stent delivery system met resistance during advancing and removal over the guide wire and the two devices became stuck and could not be removed separately. The devices were removed as a system from the anatomy. The vessel was re-wired and a different 3.5 x 15 mm xience alpine sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.